Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
Related manufacturer reference number: 2017865-2024-03397. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to sense. A new rv lead was used which also had helix mechanism issue resulting in failure to extend the helix. Both rv leads were removed and replaced. The physician decided to abandon the procedure. The patient was in stable condition.